Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2014 and suture was used. The midwife was closing the perineal when she dropped the whole suture and the needle became detached from the suture. The suture was removed but the patient had to be taken to operating room to have the needle removed by the surgeon. Additional information was requested.

Manufacturer narrative:
(B)(4). The returned sealed samples were contaminated. After the samples were decontaminated, the samples were unsuitable for tensile testing. Visually, the samples were of a satisfactory condition and the needles remained attached during handling.